Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this pacemaker previously showed three years remaining longevity. During the recent device check, the device showed less than a half years remaining longevity them showed two years remaining longevity. Boston scientific technical services (ts) discussed current bins and programmer longevity estimation. The device remains in service. No adverse patient effects reported. Additional information indicated that the device was explanted and was returned.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device data was insufficient to obtain battery status. It is suspected that the device was operating with a current drain at the bin boundary, and it is possible that the pg current bin may not have matched the programmer current bin for longevity calculations. It is suspected that the device switched bins for longevity calculations. The auto-capture feature was in use at the time of the allegation. The suspend voltage was set to 5.0 volts. It cannot be determined if programming changes were a factor, as the device was last reprogrammed on the date of explant. Lead impedance measurements contained in the daily measurements confirm the lead impedance measurements were fairly consistent and normal. The allegation indicates that the device exhibited inconsistent longevity remaining estimates.

Event description:
It was reported that this pacemaker previously showed three years remaining longevity. During the recent device check, the device showed less than a half years remining longevity them showed two years remaining longevity. Boston scientific technical services (ts) discussed current bins and programmer longevity estimation. The device remains in service. No adverse patient effects reported. Additional information indicated that the device was explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this pacemaker previously showed three years remaining longevity. During the recent device check, the device showed less than a half years remaining longevity them showed two years remaining longevity. Boston scientific technical services (ts) discussed current bins and programmer longevity estimation. The device remains in service. No adverse patient effects reported.